Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she has a vibration in her left buttock near the ins site which is different from stim sensation. Patient stated this has been going on for the past week. Patient stated she hit the device really hard on a cabinet. Patient then ended the call stating she was getting a call back from rep. No further patient complications are anticipated or expected as a result of this event.